Event description:
A pt was being treated with a 6 field prostrate prescription. The first three fields were treated ok, the fourth field at 8:55 stated it was treated twice at the same time of 8:55. Last field was not treated.